Event description:
It was reported that during a laparoscopic total hysterectomy procedure, the generator displayed a "clean jaws", "tighten instrument" and then "replace instrument" messages towards the end of the case. A bipolar device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was that multiple message screens were displayed "clean jaws", "tighten assembly" and "replace instrument"). The black instructional message of "clean blade" displays to alert the user to remove any tissue which may be lodged inside the end of the instrument sheath. The "tighten assembly" yellow screen appears when the instrument may not be properly assembled to the hp054 handpiece. The "replace instrument" yellow screen is displayed after receiving two yellow alert screen messages, such as the "instrument error detected" message. A probable cause of the "replace instrument" yellow message screen is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device was functionally tested with a generator. During functional testing on the gen11 generator, the "instrument error" alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade